Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection did not identify any arc marks on the exterior of the case. Lead seal ring witness marks indicated the leads were fully inserted in the header while implanted. Review of device memory noted that shock impedance measurements had been normal and steady until mid to late 2014, when a few very low measurements were recorded. The device was confirmed to be at a battery status of end of life (eol). In late 2014, a shorted lead fault was recorded; three days later, eol was declared after the device encountered two long charge times during shock attempts. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during shock delivery, which then resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a post-shock follow-up interrogation, two fault codes and a completely depleted battery, were exhibited. As such, a revision procedure was performed. During the revision, the physician confirmed that the associated right ventricular (rv) lead had exhibited an insulation abrasion and was likely contributory to the shorted condition. The rv lead was partially removed; a new device and rv lead were then successfully implanted, resulting in favorable system measurements. No resulting adverse patient effects were reported prior to, nor during, the revision procedure. The patient was unaware of any episodes or conditions that triggered shock therapy.